Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. The customer received pump reset information from technical support and successfully reset the pump, after which the malfunction did not recur. The customer was advised to monitor the situation and contact support again if the issue reappears.